Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy procedure, while stapling phase in the tissue, the reload had stapled only on the first part of the reload. Sleeve gastrectomy was performed and the surgeon opened the jaw of the devices and took another reload to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.